Event description:
I had the essure procedure done in (B)(6) 2012. Several weeks afterwards, I experienced extreme headaches. I went to my regular family doc and he said he hadn't heard of essure and it was probably due to stress. Would take pain killers daily, didn't always work. Period is so irregular, I usually start for a day, then stop for two, then start back up for a week. Very heavy. Pain in lower back and abs. Odd taste in mouth. (B)(4). Mw5034386 update on (B)(6) 2014: on (B)(6) 2014, I had the essure coils removed by dr (B)(6). I had a pre-op appointment plus my surgery which consisted of quite a drive to (B)(6), but so worth it. The doctor said she found some endometriosis during surgery.